Event description:
It was reported that during ilet setup the user had difficulty seeing insulin drops, observed bubbles in the connector, and noted the cartridge appeared half full; support guided the user to replace with a new filled cartridge and tubing and to connect the cartridge to the connector while it is installed in the pump, consistent with a use error involving the infusion set and connector, with the relevant component being the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.